Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced continuous elevated blood glucose (bg) 300-576 mg/dl which was addressed with multiple supply changes, manual injections, and bolus via pump. Cause for bg was unknown. Recommendation was made to consult with healthcare provider regarding diabetes management. Additionally, it was reported that the pump indicated a data log corruption. Reportedly, the customer continued using the pump for insulin therapy.